Event description:
It was reported that hp052 was used during an unknown procedure. It was reported by the affiliate that the body of the handpiece had a crack. Opened another device to complete the case. No adverse pt outcome.